Event description:
Canadian home pt reports cassette leak with homechoce set. Leak noted after receiving alarm during apd treatment. No pt injury or medical intervention reported by baxter affiliate. No further details provided by baxter affiliate.